Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the operating room for a normal generator changeout, externalized conductors were observed. The patient was asymptomatic. The lead was capped and replaced. The patient condition was stable before, during, and after the procedure.